Event description:
It was reported that a patient underwent a laparoscopic ventral hernia repair in mid-late (B)(6) 2011 and mesh was fixated with straps. The patient was readmitted in (B)(6) 2012 with complications. It is unclear if those complications were due to the repair or other circumstances. The patient expired between (B)(6) 2012 and (B)(6) 2012. The patient became septic and died from complications. The user facility reported that they are looking into the possibility that one of the straps broke loose and perforated the bowel. Additional information has been requested.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. Additional narrative: the surgeon opines that there is no reason to suspect that the tacker malfunctioned and caused the patient's death.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient returned to the hospital four days after the hernia repair procedure with abdominal pain. During re-operation, the surgeon observed that one of the previously placed straps had turned 180 degrees and one arm of the sharp tip had perforated a loop of small bowel with resulting leakage of succus entericus into a cavity approximately 10cm in size. The mesh was still otherwise attached to the abdominal wall. There was no abscess or evidence of peritonitis. The surgeon evacuated the enteric contents, resected the involved bowel and removed the mesh. After the procedure the patient was moved to the intensive care unit where he died four hours post operatively. An autopsy was not performed. It is not known whether the patient suffered an acute cardiac or respiratory event. The cause of death is unknown. The surgeon opines that the product did not cause the patient's death. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-00396. The same patient is represented in each medwatch.